Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a high capture threshold which caused a loss of capture. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a high capture threshold which caused a loss of capture. This lv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was programmed to a high lv threshold vector. The lv vector was programmed to a lower threshold which resolved the issue.